Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not clear) at 12pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine; however, stated she took less food and/ or drink. An hour after the alleged issue, the patient claims she felt symptoms of shaky, nausea and blurred vision. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient was using the incorrect lancets with the subject lancing device. Replacement lancets were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to a lancing device issue.